Event description:
Patient for repair of open right tibia fracture. While surgeon was reaming with the zimmer pressure sentinel intramedullary reaming system #8.0 the tip of the reamer broke while in the patient. There were 3 pieces. One piece removed on the drill, other two removed by hand. Procedure completed. X-ray showed no foreign body in patient. Manufacturer notified "again" of problem with breakage.